Manufacturer narrative:
Medtronic evaluated the device. The root cause of the reported problem was determined to be due to a shorted capacitor on the OEM pcb assembly. A fuse on the power pcb assembly was found to be open as secondary failure replated to the shorted capacitor. After replacing the OEM pcb assembly and power pcb. Assembly, proper operation was confirmed and the device was returned to the customer.

Event description:
It was reported that the device would not turn on. There was no report of patient use associated with the reported event.